Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out of range shock impedance measurement of 129 ohms. Review of the stored data was performed and two previous alerts were identified for shock impedance measurements greater than 125 ohms. Measurements have remained stable over the past year in the 80-90 ohms range with one high measurement of 115 ohms. The system remains in service and no adverse patient effects were reported.